Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer service center, an event code related to an obstructed intake was observed. The device evaluation has not been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously reported, a ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer service center, an event code related to an obstructed intake was observed. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.